Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) glycaemia was falling [blood glucose decreased], he applied 32 iu rather than 7iu [incorrect dose administered], having confused insulins (acquire two novopen pens of different colours) [device issue]. Case description: this serious spontaneous case from brazil was reported by a consumer as "glycaemia was falling" with an unspecified onset date, "he applied 32 iu rather than 7iu" with an unspecified onset date, "having confused insulins (acquire two novopen pens of different colours)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novorapid (insulin as part) from unknown start date due to "product used for unknown indication", novopen 4 (insulin delivery device) from unknown start date due to "device therapy", novopen (insulin delivery device) from unknown start date due to "device therapy". Patient height and weight was not provided. Medical history was not provided. The patient had been using novorapid with novopen 4 pen and novolin n with unknown novopen. On unknown date, 5-7 years ago, it was reported, that the patient applied novorapid with a higher dose. He applied 32 iu of novorapid rather than 7 iu, instead of applying novolin n. The patient reported, that he realized at the same moment, that he had confused and insulins his blood sugar began to "fall" (lower). The patient experienced trembling lips and felt weakness. The blood glucose was falling and glucose was below 40 mg/dl. He went to the health center near his home, where he drank one cup of coke with sugar and was controlling glucose. When he came to the clinic his blood sugar was still "falling" (down) gradually and indicated to take glucose solution. However, the patient also reported that he was almost dying (due to the decrease in blood glucose), therefore hospitalized as mentioned above and released only when the effect of the novorapid was out of the body. The patient reported, that he was hospitalized for less than 24hrs. The patient reported that the event occurred due to confusion as the insulin pens had similar appearance. Therefore currently, the patient acquired two novopens of different colours for use with penfills. Action taken to novorapid was not reported. Action taken to novopens was not reported. The outcome for the event "glycaemia was falling" was unknown. The outcome for the event "he applied 32 iu rather than 7iu" was unknown. The outcome for the event "having confused insulins (acquire two novopen pens of different colours)" was not reported. On 07-jun-2016 the case was re-classified from non-serious to serious due to follow up information received by the reporter as he was hospitalised. Linked case: argus 421065, which is a complaint reported by same consumer in 2014 referring to injected 20 iu of novorapid penfill instead of novolin n penfill which happened 5 years earlier. Furthermore, a correction was made. Initial date of fu was corrected to 06-jun-2016 instead of 07-jun-2016.

Event description:
Case description: this serious spontaneous case from brazil was reported by a consumer as "glycaemia was falling" with an unspecified onset date, "he applied 32 iu rather than 7iu" with an unspecified onset date, "having confused insulins (acquire two novopen pens of different colours)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novorapid (insulin aspart) from unknown start date due to "product used for unknown indication", novopen 4 (insulin delivery device) from unknown start date due to "device therapy" and novopen (insulin delivery device) from unknown start date due to "device therapy". Patient height and weight were not provided. Investigation result for novorapid unknown batch: no investigation was possible, because neither sample nor batch number was available. Investigation result for novopen unknown batch: no result available. Investigation results for novopen 4 unknown batch: no investigation was possible, because neither sample nor batch number was available. Since last submission, the following information has been updated: - investigational results - narrative - manufacturer's final comment added final manufacturer comment: on 15-jul-2016: as the devices (novopen 4 and novopen used for novolin n) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected devices is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: investigation results. No investigation was possible, because neither sample nor batch number was available. Investigation results lookup. Result codes general : no sample available. Remarks for result codes. Conclusion code no sample. Root cause description. Corrective action description: no investigations - no corrective actions.